Manufacturer narrative:
(B)(4). Concomitant medical products - persona stemmed tibial left, catalog # 42532006701, lot # 63632210. Persona cemented femoral left, catalog # 42502006201, lot # 63790612. Nexgen all poly patella, catalog # 00597206529, lot # 63704394. Report source: foreign source- (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06754, 3007963827-2018-00217, 0002648920-2018-00856. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty. Subsequently, two months post op, the patient began experiencing pain, synovitis and tendinitis. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Event description:
It was reported that a patient was revised approximately 2 years and one month post implantation due to pain. There is no additional information at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information regarding patient's revision.

Manufacturer narrative:
The reported event could not be confirmed; medical records were reviewed but found no intraoperative complications. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g4, g7, h1, h2, and h10. Corrected: d7- product was not removed during re operation.

Event description:
It was reported that patient underwent reoperation approximately two years post implantation due to ongoing patellar pain. No implants were removed. Patient is still in pain, last reported three weeks after re-operation. No additional medical intervention reported to date. There is no additional information available at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The investigation was updated and there was no change in the root cause.

Event description:
No further event information available at the time of this report.